Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It is reported that the patient faced connection issues on (B)(6) 2026 as the patient felt like the needle hit the elbow that caused bent cannula. The patient experienced high blood glucose levels upto 378 mg/dl with elevated ketones and symptoms like headache. The patient was diagnosed with pneumonia in the hospital. The patient went to an emergency room and got treated with multiple drug injections (mdi).